Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep was currently with the patient who stated that their ins got hot during recharging. The patient did not believe the antenna got hot, only their ins (pocket). The pocket area did not bother the patient any other time. The patient laid on the antenna during recharging with a t-shirt between their skin and the recharge coil. The rep connected the recharger with excellent coupling and changed the charge speed from 4 to 3. The rep notified the patient that it may take longer to charge due to changing the speeds. The patient indicated that hey had been having this issue for about a month (B)(6) 2020.